Event description:
It was reported that during a lap cholecystectomy the surgeon fired the device and the first clip would not hold tissue. When the surgeon observed the clip it was malformed like a pear shape with a long leg. He then deployed a clip on the mayo stand and the device made a crunch noise and jammed. They decided to use a second like device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Clip the analysis results of the el5ml found that it was received in good visual condition. The device was cycled and the clips short fed issues were noted, causing one clip with gap and four pear shaped clips and then, the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The remaining three clips were conforming and finally, the device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or it was not correctly assembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.